Manufacturer narrative:
(B)(4). PMA/510k # - exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a ureteroscopy with laser lithotripsy, one wire came off of the basket of the ncircle tipless stone extractor while removing stones. The wire was still attached to the basket but the basket no longer functioned properly. They used an engage basket to successfully complete the procedure. No adverse events have been reported as a result of the alleged malfunction.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation. Visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed. This included a review of complaint history, the device history record, instructions for use, quality control data, and specifications. One device was returned for investigation. The device was returned with the handle and the basket formation in the closed positions. The collet knob is tight and secure. The male luer lock adapter (mlla) is finger tight. The polyethylene terephthalate tubing (pett) measures 2.8 cm in length. A visual examination noted the support sheath is bowed in appearance. The basket formation was found to have two broken/cut wires. The basket sheath was noted to have a kink in the basket sheath 87 cm from the distal tip. A functional test determined the handle actuates the basket formation. A review of the device history record found no non-conformances associated with the complaint device lot number. A complaint history search revealed this is the only complaint associated with lot number 8575692. Per the instructions for use (IFU) precaution section: enclose the device in the sheath before removing from the tray/holder. Do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to have 3 of the 4 basket wires broken near the distal end of the basket. When viewed under a microscope, the ends of the wires were melted in appearance, indicating the wires broke as a result of exposure to a laser. The likely cause of the complaint is that a laser was being used to break up the stones and the basket wires were exposed to the laser, breaking the wires and melting the ends. The cause for this complaint is product use and/or handling related - user technique. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported, during a ureteroscopy with laser lithotripsy, one wire came off of the basket of the ncircle tipless stone extractor while removing stones. The wire was still attached to the basket but the basket no longer functioned properly. They used an engage basket to successfully complete the procedure. No adverse events have been reported as a result of the alleged malfunction.